Event description:
The following has been reported: pump reported to biomed alarming pump failure. Biomed reported log failures "flow control status failure, safety processor failure". No patient harm. Preliminary review of logs show 2 of the "error: dspsverify/checkposition: primary close move retry limit fault." Messages 5 minutes apart. Obstructed primary pin led to primary inlet move retry limit fault. Fva motor unable to overcome obstruction, therefore valve stuck closed. Cause of obstruction found to be wave spring. Spring failed to center the cam shaft within the fva housing, such that the primary inlet rocket arm collided with cam lobe and causing multiple move retries. Further evaluation of the root cause of the issue was determined to be a sw anomaly leading to cam movement failure/fva drive accuracy issue. This issue was resolved in a sw update to version 5.9.1 on recall# z-1484-2024 fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.